Event description:
Device 2. See: 1526439-2010-00073.

Manufacturer narrative:
It cannot be determined at this time how the breakage of the driver may have contributed to post-op migration of the setscrew. See 1526439-2010-00073.